Manufacturer narrative:
(B)(4). Method: the complaint rt210 breathing circuit was not expected to be returned to fisher & paykel healthcare (B)(4) as it was discarded by the hospital. Our evaluation is based on our knowledge of the product and the information provided by the hospital in the event description. Results: it was reported that the complaint rt210 had excessive rain out and collected black dots along the breathing circuit's coil. Excessive patient secretion was also observed during use. A lot check was not performed as no lot number was provided. Conclusion: we were not able to confirm the reported failure as the complaint device was not returned and insufficient information was received from the hospital. It is not unusual for patient secretions to be present in a breathing circuit.

Event description:
A hospital in (B)(6) reported that an rt210 adult dual-heated breathing circuit "exhibited excessive rain out and collected black dots along the coil during use with an 840 ventilator". Excessive secretions from the patient was also observed during use. No patient consequence was reported.